Event description:
It was reported that the procedure was to treat a de novo, 80% stenosed, moderately calcified and moderately tortuous vessel in the left anterior descending (lad) artery. Pre-dilatation was performed with 2.75x8mm and 3.0x8mm balloons at 12 atmospheres (atms). The 3.0x48mm xience xpedition stent delivery system (sds) was implanted, however, a dissection occurred at the distal end post deployment. Another 3.0x8mm stent was used to treat the dissection. Results were very good with timi iii flow and no residual stenosis. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.